Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with their device stating "replace pacer", however, no elective replacement indicator (eri) was available. The battery voltage was 2.74 volts with battery impedance noted at 17,269 ohms. In addition, the right ventricular (rv) lead had switched to unipolar and was not capturing. The device was explanted and replaced and the rv lead tested within normal limits with the bipolar threshold set at 0.3 volts. No patient complications have been reported as a result of this event.